Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the lead was returned in two segments severed approximately 63mm from the terminal end. The helix was extended and there was dried blood and body fluid within the helix housing. It was also noted that the helix was deformed. Resistance testing found that the lead was not electrically continuous. Visual inspection also confirmed deformed coils at approximately 70, 380 and 400mm from the tip end, and a twist was observed at approximately 380mm from the tip end. Detailed analysis confirmed that the outer conductor coil had a break approximately 384mm from the tip end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observations of pacing inhibition, noise, oversensing, high impedance and loss of capture were likely caused by the confirmed fracture.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range impedances measurements, noise that was being oversensed and led to pacing inhibition, loss of capture due to the lead being fractured. It was noted that there was no asystole. This lead was explanted and successfully replaced. No additional adverse patient effects were reported. This product was returned.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from the review, a supplemental report will be filed.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range impedances measurements, noise that was being oversensed and led to pacing inhibition, loss of capture due to the lead being fractured. It was noted that there was no asystole. This lead was explanted and successfully replaced. No additional adverse patient effects were reported. This product was returned and is pending analysis.